Event description:
An injection was given in childs's thigh. Full dose was administered. When removing syringe, the needle cannula remained in thigh. Needle by clinician's fingers. No injury to patient.